Event description:
Following a diagnostic procedure, an angio-seal device was deployed. Seven hrs post deployment, after the pt had bent over to tie her shoe, a small amount of blood and a small hematoma developed. A femostop device was placed (per hosp protocol), and hemostasis was achieved without difficulty. The pt's condition was listed as stable following this report.